Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
It was reported by service report that the scale was inaccurate. No pt involvement or adverse consequences are reported.